Manufacturer narrative:
The screen was observed to be damaged. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating during use. The patient also reported that battery is no longer holding a charge. The patient reported that before this event they dropped the pdm on the floor and damaged the screen.